Event description:
It was reported that the unit is in need of repair the cable has been cut. The event occurred before surgery on an unknown date. There was no reported patient involvement. There were exposed/frayed wires. There was no evidence of smoke/fire. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. G2 foreign: united kingdom e1 phone: (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not returned.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, g1, g3, g6, h2, h3, h6 and h11. Review of the most recent repair record determined that the insulation of the cable was damaged. The plug harness was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.